Event description:
It was reported by the independent repair center that the unit has low o2, is alarming and the sieve beds are saturated. No patient injury reported, no additional information provided.